Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used in the common bile duct during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 2 cm lesion due to a biliary stricture caused by a klatskin tumor. Reportedly, the patient¿s anatomy was not tortuous and was dilated prior to stent placement. During stent deployment, the physician attempted to reconstrain the stent for repositioning when the stent could only be reconstrained approximately 1 cm. The physician removed the partially deployed stent from the patient. Reportedly, the outer sheath was noted to be damaged once it was removed. The procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that only the stent delivery system was returned. A visual examination determined that the marker bands were all present and in the correct location. The stent holder was visually examined and there were no issues noted with its profile that could have contributed to the complaint incident. The clear outer sheath was torn and accordioned 27mm distal to the distal end of the dark blue outer sheath. During the product analysis, the investigator was able to advance and retract the outer sheath; however, a slight resistance was noted at the position of the damage on the clear outer sheath. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used in the common bile duct during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 2 cm lesion due to a biliary stricture caused by a klatskin tumor. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. During stent deployment, the physician attempted to reconstrain the stent for repositioning when the stent could only be reconstrained approximately 1 cm. The physician removed the partially deployed stent from the patient. Reportedly, the outer sheath was noted to be damaged once it was removed. The procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.